Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device turned off while in standby mode. There was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the manufacturer's service technician performed the internal battery test. The device passed testing successfully. The power management board was returned to the manufacturer for failure investigation. The customer returned power management pcba was installed in an fi test ventilator and tested by repeatedly cycling through power-up and shut down in different configurations as well as entering and exiting standby mode repeatedly. The ventilator was then run for 2 hours. No failures were found.

Event description:
The international customer reported the device turned off while in standby mode. The device was replaced on the patient with a different device. There was no patient harm. Patient information was requested, none was available.